Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a proglide device after a cardiac catheterization procedure using a 6f sheath. Reportedly, the lever was returned to its original position but the foot was unable to be retracted, the foot plate was stuck. The user attempted to crack the handle of the device open to expose the lever and manually retract the foot; however, was advised to surgically remove the device instead. Surgery was performed to remove the device. Half of the foot was noted to be in the artery and the other half was in subcutaneous tissue. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.